Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciprocal files 6x broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Six unused reciproc files r25 8/100 25mm 025 batch #1888173 were returned. These instruments include all the technical characteristics of genuine reciproc files. These are not counterfeited. Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1888173). The unused reciproc files r25 8/100 25mm 025 were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.